Manufacturer narrative:
Device 3 of 8. Common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
End user reports "he has found sharp eyelets that caused him bleeding injury". Consumer states he has been using these catheter for years now about 5-6 years and he has been cathing for over 10 years as he has ms and caths 8-10 x a day. He said lately in his most recent cases some of the catheters as he has noted an abnormality where the eyelets are sharp feeling, "like they have burs on the ends." It is not an abnormality you can see prior to use and it is only felt afterwards and by that time he is bleeding with cathing. He has diminished sensation in his hands/ bladder due to his ms. He is not feeling pain when this occurs but afterwards it will feel "sensitive" to him. He does not touch the catheter prior to use to keep it sterile and applies lubricant to it always prior. Blood is noted on the catheter itself in outside and inside and in urine upon removal when he uses these catheters with defect. After tends to be large amount of bleeding, "looks like ketchup" and can take days to clear. He did go see his md when this first bleeding episodes were noted this as he thought he had a uti but they did run urine testing and it shows he did not have a uti. It is then his wife started "fishing the catheters out of the garbage bin" to check them and she said she could feel at the end these unpolished eyelets as she does not have diminished sensation in her hands. They think they are "snagging going in and coming out" on these "burs" they feel on the unpolished eyelets. He is on a blood thinner xarelto which he was directed to stop for a few days until his urine clears up which he has been doing."